Event description:
It was reported that the patient with an ams spectra concealable penile prosthesis (spp) underwent a surgical procedure to explant the device due to unspecified reasons. An ambicor penile prosthesis(app )was implanted. A patient outcome was not reported.